Manufacturer narrative:
The device was received fully deployed. Investigation of the device found the exposed portion of the soft cannula short. The overall length of the soft cannula measured 0.886", which is out of specification. The intended path of the fluid was affected by the shortened soft cannula as it can no longer flow out of the distal tip of the soft cannula. However, the downloaded data did not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. No other damages or defects were observed with the device that could affect insulin delivery. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined.

Event description:
It was reported the patients blood glucose level rose to 344 mg/dl while wearing the pod. No treatment was provided.